Event description:
An acticon device on (B)(6)2006. On (B)(6)2010, the entire device was removed and replaced reason not indicated. Ams has requested additional information to obtain a reason prompting this surgery.

Manufacturer narrative:
Additional catalog # 72402106, 72402287. (B)(4). Unable to obtain reason for this event and the device. Therefore, unable to indicate the frequency of occurrence for this event or indicate if the event is greater than usual or if it is addressed in our labeling. We have requested additional information from the doctor and currently waiting on his response. As soon as ams receives additional information we will file a follow-up report. No conclusion can be drawn at this time.